Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence despite using more than 30 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Cts educated caller to use room temperature insulin when filling the cartridge. Caller acknowledged and understood. Customer confirmed use of cold insulin and was advised to use room temperature insulin, disconnect tubing at t:lock, and fill tubing, but troubleshooting call was disconnected, follow-up attempts were unsuccessful, and no additional information was received regarding the outcome of the event.